Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and they were in pool. Display did not return after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer were experienced high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm delivery anomalies and unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display.